Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the history record was not performed since the lot number was not reported and the product was not returned for analysis. It should be noted that the reported patient effect of restenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience prime stent referenced is filed under a separate manufacturer report number.

Event description:
It was reported that on (B)(6) 2013, a 3.5x28mm and a 3.0x33mm xience prime stent were implanted in the left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, new, 100% restenosis was noted in the lad xience prime stents and 60% restenosis was observed in the left circumflex coronary artery, unspecified stent. Medications were provided and balloon angioplasty was performed as treatment and the patient's condition improved. No additional information was provided regarding this issue.